Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The product was returned for analysis, and the reported complaint was not observed. The plunger was fully advanced outside the device. The device was returned in an opened blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle; the plunger tip has been broken/cut and not returned. Iol (intraocular lens) was not returned. No root cause identified as the reported complaint was not observed. The device was returned with the plunger fully advanced. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, the surgeon noticed the lens went halfway in the eye and it stopped advancing. New lens was requested, and the procedure was completed on the same day with no patient injury nor medical intervention required. Additional information was required.